Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) event due to respiratory rate trend oversensing on the right atrial lead shortly after the patient received an appropriate shock. Impedances were within normal limits. According to technical services, this sam episode could have been the result of extra energy in the heart as a result of the shock. The patient will continue to be monitored. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.